Event description:
A medtronic representative reported that during a spinal fusion procedure the lumbar probe instrument was twisted while being used on hard bone. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Medtronic investigation of returned suspect device confirms the tip is twisted and bent. The reported event was confirmed to be caused by the physical damage of the instrument tip.